Event description:
It was reported that the right atrial (ra) lead was not pacing appropriately and a micro dislodgement was indicated. The lead was repositioned and remains in use. The patient was diagnosed with endocarditis. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead was not pacing appropriately, low sensing and a micro dislodgement was indicated. The lead was repositioned and remains in use. The patient was diagnosed with endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).